Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the mid left anterior descending artery with mild tortuosity, moderate calcification and 99% stenosis, a 2.0x15 rx mini trek dilatation catheter was advanced without resistance and inflated for pre-dilatation; however, the balloon ruptured on the first inflation at 8 atmospheres. Reportedly, the 2.0x15 rx mini trek dilatation catheter was withdrawn without resistance and no additional dilatation was performed. A non-abbott stent was implanted and the procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: launcher ebu 3.5, guide cath: runthrough ns. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.